Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was noticed that a trace of water-like substance was inside the balloon. There was an attempt to inflate and deflate the balloon; however, the balloon could not be deflated and instead continued to inflate. Additionally, it was noted that the physician might have accidentally inflated the balloon with saline instead of air before using it. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1149 captures the reportable event of balloon failed to deflate. Block h10: investigation results visual examination of the returned complaint device revealed no visual defects and looked normal. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated normally. There were no leaks, holes or pinholes noted in the balloon. It was also noted that the balloon was able to deflate without any problem. The balloon outer diameter was measured at its two recommended volumes and were found to be within specifications. The returned device review (visual, physical, and performance testing) showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint cannot be detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6), 2020. According to the complainant, prior to the procedure, it was noticed that a trace of water-like substance was inside the balloon. There was an attempt to inflate and deflate the balloon; however, the balloon could not be deflated and instead continued to inflate. Additionally, it was noted that the physician might have accidentally inflated the balloon with saline instead of air before using it. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.